Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cp was implanted in a very dilated left ventricle. The physician placed the pump without issue; however, he accidentally moved the impella cp back into the patient's aorta. Multiple attempts were made to place the impella cp back across the aortic valve without success. The decision was made to replace the device with another impella cp. It was reported that the patient survived the procedure.

Manufacturer narrative:
The impella device investigation is underway. Upon completion of our analysis, a supplemental report will be filed. Impella cp with smartassist for use during cardiogenic shock. Section: warnings & cautions: cautions. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿. Section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, after reviewing the clinical information, it was determined that the cause of the positioning issues was wireless re-access. The impella device is not indicated for wireless re-access per IFU 0048-9007. This report is being filed as part of a retrospective review of historical records.